Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred 45 times on unknown dates. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: feedback from nurse manager during infusion, found that the product leaked, affected number of 46 pcs, can provide photos, samples can not be returned, need to green claims, need to complain about the response letter. Full translation of customer response in attachments: hello, this situation is 46 connector leakage, all of which occur after connection, some use hours or 1 day appear, some three days leakage is replaced, and after replacement, leakage occurs. The leakage location is a little below the separator where the syringe is connected to the connector, as shown in the previous video. Some teachers have reported that there are probably several small holes in a little position under the separation membrane, and the small holes in them leak, but it is a little difficult to distinguish whether it is a little difficult to distinguish with the naked eye. Because a complaint with the same batch number in the same situation had been made before, the complaint sample had been sent back, so this batch of leakage department was thrown away without reservation. Date of sale: 7/12/23.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred 45 times on unknown dates. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: feedback from nurse manager during infusion, found that the product leaked, affected number of 46 pcs, can provide photos, samples can not be returned, need to green claims, need to complain about the response letter. Full translation of customer response in attachments: hello, this situation is 46 connector leakage, all of which occur after connection, some use hours or 1 day appear, some three days leakage is replaced, and after replacement, leakage occurs. The leakage location is a little below the separator where the syringe is connected to the connector, as shown in the previous video. Some teachers have reported that there are probably several small holes in a little position under the separation membrane, and the small holes in them leak, but it is a little difficult to distinguish whether it is a little difficult to distinguish with the naked eye. Because a complaint with the same batch number in the same situation had been made before, the complaint sample had been sent back, so this batch of leakage department was thrown away without reservation. Date of sale: 7/12/23.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.